Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported pain at the implant site. Patient stated that this morning they were at work and they had a big metal rack where the motors come in from the trucks or trains and that they were put on a turn style table to spin them around to get to different motors. Patient stated that one of the racks wasn't shoved all the way back and that they turned around and the metal rack hit the stimulator right under the skin and it sent a jolt down their butt cheek and down their left leg. Patient said they told their boss about the incident and when they came back, they wanted to make sure it was working; agent understood as the implant but when they hit the button on the controller, the screen kept spinning like it couldn't find the device; patent confirmed looking for a device. Patient turned their stimulation off but they couldn't get the controller to connect to the implant as they kept getting no device found; agent u nderstood due to the incident that occurred at work. Patient did not have recharger with them at the time of the call. Patient was wondering if they should get an x-ray to check the internal components; agent advised patient to do so. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.